Event description:
It was reported that in the middle of a procedure, the cuff blew apart at the seam. The cuff was replaced by a back up. There was no significant bleeding while the second cuff was located and there were no adverse consequences for the patient.

Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the quality engineer, the connector seal on the cuff body was closed off causing a buildup of pressure.